Event description:
Additional information received indicated that the patient's lead was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation after a fall. Diagnostic x-ray testing indicated that the lead was coiled resulting in high impedances and autoreducing. As result the patient may undergo surgical intervention on a later date.